Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was to be implanted in the bile duct to treat bile duct stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, while deploying the stent, the physician instructed the technician to deploy it slowly. As the end of deployment was being reached, a significant "jerk" was felt. The guidewire remained in place, passing through the stent and into the bile duct. The physician attempted to remove the guidewire; however, the black introducer catheter, which was still threaded through the stent with the suture attached, could not be withdrawn. The black introducer catheter had fractured during the deployment attempt. The physician then removed the entire stent along with the fractured black introducer catheter through the patient's mouth using rat-tooth forceps. The procedure was subsequently completed using another device of the same type. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was in the patient's bile duct during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed."

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the reportable event the additional device required (forceps) to retrieve the broken device fragments.